Event description:
It was reported that approximately a year ago the patient was having trouble with how the pump was programmed. Reportedly, the patient was not getting ¿any help from it, it wasn¿t giving me any dosage.¿ this resulted in no relief of the patient¿s pain in his lower back. The patient¿s pump was reprogrammed at that time and ¿it was fine.¿ it was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n303824, implanted: (B)(6) 2011, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).